Manufacturer narrative:
A ge service representative performed an onsite investigation. The table generator interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the table would not expose and was shorting out. Additional information was received from the field service engineer indicating that the system shut down/locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of x-ray stops in the middle of procedure. To address this issue the fse replaced multiple pcb's, cables, a power supplies. Root cause was not determined. After all rework was complete the fse verified system functionality. No lockups observed. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.